Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a (B)(6) female patient receiving fentanyl (1000mcg/ml, 230.2mcg/day; previously 80mcg/ml, 180.2mcg/ml) and bupivacaine (2.0mg/ml, 0.4604mg/day) via an implanted infusion pump. The indication for use was noted as non-malignant pain. The patient reported they had been in a lot of steady pain "for the last month" (since (B)(6) 2015) and had intensified "in the last couple of days" (since (B)(6) 2015). The pain had gradual onset, and the patient denied any falls or trauma. At the patient's first refill appointment for the pump on (B)(6) 2015 there was a volume discrepancy where the expected volume was 20ml but the actual volume was 30ml. The consumer would follow up with the healthcare professional (hcp). Follow up was conducted to obtain further information related to steps taken to resolve the volume discrepancy and pain, the circumstances that led to the volume discrepancy, and whether these issue had been resolved. If additional information is received, a follow up report will be sent.